Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 07/26/2004 and was last repaired on 05/08/2012. Eval of the device observed that the comb was bent. It was also observed that the roller and gear were damaged. A test mesh and calibration could not be performed due to damage of the comb. No cutters were returned with the device for eval. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a damaged comb. Add'l clinical f/u with the customer indicated that the issue was observed during room set-up, prior to pt use. There was report of increased surgical time, pt injury, or medical intervention. It was also reported that there was an add'l device available onsite to complete the procedure.